Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device manufacture date is not available without lot information.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 416 mg/dl, 149 mg/dl, and 95 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.